Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit keeps deflating.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to replicate the failure. The fse checked the fault logs and notes codes which indicated an issue with the executive processor pcb. The fse replaced the executive processor pcb. The fse performed functional and safety tests on the unit. The unit was returned to the customer and cleared for clinical use.